Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2011 by prof. (B)(6). -esophagogastroduodenoscopy (egd) with balloon dilation performed prior to device explant. -device explant due to moderate dysphagia occurred without issue on (B)(6) 2017 by dr. (B)(6); a fundoplication was performed at the time of explant. -device was found in the correct position/geometry at the time of removal.